Event description:
Customer reportedly received results of 156 mg/dl and 80 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of the suspect device and replacement was sent.